Event description:
It was reported when using the bd phoenix¿ nid a patient sputum isolate (420074512429) was resulted as positive for extended spectrum beta-lactamase (esbl). The result was confirmed to be negative by kirby bauer culture. No health impact or consequence reported. Report 4 of 4.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 10-nov-2023. H6: investigation summary: this complaint is for false positive esbl results with klebsiella oxytoca when using phoenix panel nmic-311 (catalog number 449452) batch numbers 3241410 and 3202514. The customer did not provide isolate returns but provided panel returns and phoenix generated lab reports for the investigation. The lab reports show positive esbl results for k. Oxytoca from a urine and sputum sample when using the complaint batch. It is to be noted that batch 3202514 is an ID only panel and therefore does not test for esbl results and was not used in investigation testing. To investigate, three customer returned panels each from complaint batch 3241410 were inoculated with in house isolates k. Oxytoca 18410 and k. Oxytoca 18411 and placed in a phoenix m50 to observe for esbl results. Additionally, one control panel each from the same material but different batch were inoculated with in house isolates k. Oxytoca 18410 and k. Oxytoca 18411 and placed in a phoenix m50 to observe for esbl results. During the investigation testing, the eight panels tested did not return esbl positive results, therefore, this complaint is not confirmed. The batch history records were satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. A review of complaints revealed no other complaints on this batch. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported that during use of the bd panel phoenix nmic-311, there was false positive esbl on k. Oxytoca. There was no adverse impact to patient reported.

Manufacturer narrative:
G.5. PMA/510(k)#: the panel phoenix nmic/ID-311 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k032299, k061355, k061327, k031912, k023444, k063824, k033560, k063573, k041384, k060217, k052269, k190905, k032655, k062944, k060444, k173252, k033362, k062207, k063811, k163637, k151320, k063301, k031530, k060447, k032567, k060257, k023634, k123404, k020322, k132674, k173523, k063486, k022129, k023858, k071623, k031699, k060447, k024153, k060214, k132909, k042932. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: report 4 of 4. It was reported that during use of the bd panel phoenix nmic-311, there was false positive esbl on k. Oxytoca. There was no adverse impact to patient reported.

Event description:
Report 4 of 4. It was reported that during use of the bd panel phoenix nmic-311, there was false positive esbl on k. Oxytoca. There was no adverse impact to patient reported.

Event description:
It was reported when using the bd phoenix¿ nid a patient sputum isolate ((B)(4)) was resulted as positive for extended spectrum beta-lactamase (esbl). The result was confirmed to be negative by kirby bauer culture. No health impact or consequence reported. Report 4 of 4.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b3: date of event: 23-oct-2023 b5: describe event: it was reported when using the bd phoenix¿ nid a patient sputum isolate ((B)(4)) was resulted as positive for extended spectrum beta-lactamase (esbl). The result was confirmed to be negative by kirby bauer culture. No health impact or consequence reported. Report 4 of 4. B6: relevant tests/laboratory data: bacterial culture - (B)(6) d1: medical device brand name: bd phoenix¿ nid d2a: common device name: gram negative identification panel d2b: medical device type: lqm d4: medical device catalog #: 448007 d.4: medical device expiration date: 11-jul-2024 d4: medical device lot #: 3202514 d.5: unique identifier (UDI) # (B)(4) h.4. Device manufacture date: 21-jul-2023